Event description:
On (B)(6) 2013, a (B)(6) male patient underwent evar. The patient's anatomy was tortuous and highly calcified. After placement of main body approached from the right femoral, the physician inserted a flex iliac leg graft from the left and attempted to advance to the target site, but it would not pass the common iliac artery. He tried many times, but failed, so inserted a 18fr sheath for more support and tried again, however the stent graft came out of sheath. He removed it and took pull-through technique from the left arm. He inserted another iliac leg graft and succeeded to advanced it and placed the iliac leg graft at the target site. He placed another iliac leg graft in the left, then inserted a 4th leg graft from the right and attempted to advance it would not pass the common iliac artery as well. The delivery system tip got bent because it got caught in the distal side of main body due to pushing too hard. He removed it and took pull-through technique from the left arm. He inserted another iliac leg graft and succeeded to advance it and placed the iliac leg graft at the target site. Proximal type I endoleak and distal type I endoleak were confirmed by confirmatory angiography. A main body extension was additionally placed for proximal type I endoleak but the leak persisted. Only additional ballooning was performed for distal type I endoleak because occlusion of the internal iliac artery was not planned. The leak persisted. The physician decided to take a wait-and-see approach and completed the procedure. The patient is doing fine after the procedure.

Manufacturer narrative:
Endoleaks are labeled in the IFU. Event evaluation: still under investigation.